Manufacturer narrative:
D10. Concomitant products: egiauxl, egiauxl endogia ultra univ xl stapler (lot p3l0634); egia60amt, egia60amt egia 60 artic med thick sulu (lot n2h0154y). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during an appendectomy procedure, while using a purple reload, the surgeon was able to press the green safety button. However, a snap or cracking sensation was felt when squeezing the handle. The stapler subsequently failed to fire. It was noted that the handle had no physical breakage or fracture upon examination. Another reload was then used outside the patient's cavity, but it did not fire as well. To resolve the issue, the device was replaced, and another technique using an endoloop was used to remove the appendix. No patient complications have been reported as a result of this event.